Event description:
During product evaluation by a baxter technician it was identified that a flogard infusion pump experienced a battery low alarm. This event occurred while the device was being serviced; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. This is an ancillary event that was found during service. Functional testing identified the low battery alarm. The cause was determined to be a defective main battery. To address the issue the main battery was replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.